Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating autothreshold measurements for about two months and varying shock impedance measurements. Technical services (ts) was consulted and also observed strongly fluctuating threshold tests, although the last check-up in the hospital gave a result of 0.5 volts. Ts advised seeing the patient in-clinic to see if noise can be generated during provocation tests and whether the higher thresholds are posture-related. Ts also recommended having the patient perform a patient-initiated interrogation (pii) daily for a week to see if a comparison between the different tests can be made. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.